Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the tower door failed to open. The malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door failure. A field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.